Event description:
During an in clinic follow-up, high capture threshold was observed on the right ventricular (rv) lead. The rv lead was repositioned three times during a revision procedure, but the capture threshold did not improve. The physician suspected the patient's anatomy to be the cause of the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.